Manufacturer narrative:
The reported event was addressed with phone support. The customer removed the tissue with another tip up instrument without damaging the tissue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, there was thin tissue stuck in the wrist of the force feedback fenestrated bipolar forceps instrument installed on universal surgical manipulator (usm) 2. The surgeon removed the tissue with a tip-up instrument with no damage to the tissue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the gears on the ¿wrist¿ of the instruments are unprotected. This had been an issue with these instruments and specifically for lung tissue, which can easily get stuck in those gears.